Event description:
It was reported 828 days following a coronary artery stenting treatment procedure that the patient experienced a reinfarction. The index procedure treated the de novo and mildly calcified 100% stenosed 3.7x12mm target lesion located in the mildly tortuous proximal right coronary artery (rca). Treatment consisted of pre dilation with a 3.5x20mm unknown device deployed at 12 atm's and the placement of a 3.5x20mm taxus express2 drug eluting stent deployed at 12 atm's resulting in 10% residual stenosis. The patient presented 828 days following the index procedure with dizziness and nausea resulting in ventricular fibrillation minutes later. He was treated with defibrillation and was brought to emergent care and underwent immediate catherization. Thrombus in the proximal segment of the target lesion stent was aspirated and a 3.5x8mm unknown bare metal stent was implanted. Concomitant medication history is acetylsalicylsaure and clopidogrel. The event was listed as resolved and the relation to the study device was listed as "probably related".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.